Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had been in the hospital since the day prior to report for severe abdominal pain under the rib cage on the left hand side. The pain was noted to be sudden and very intense even after being treated with medication. It was stated one of the patient¿s implantable neurostimulators (ins) was located in the lower left abdomen, and both ins¿s had been off for 24 hours prior to report. It was also noted the patient had recent revisions of the extensions were performed in the back and the caller recalled some ¿lead/extensions in the past were tunneled on her front side.¿ it was later reported the patient was reprogrammed and impedances were checked. No malfunction was seen, no interventions were taken, or planned. It was stated the patient was still having pain, however the hcp felt it was unrelated to the patient¿s ins.

Manufacturer narrative:
(B)(4).